Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The vascular access was via the femoral artery. The 82% stenosed lesion was located in the severely tortuous and severely calcified mid left circumflex (lcx). The physician advanced the taxus liberte 3.5x20mm stent delivery system to the target lesion but it could not cross. The procedure was completed with another of the same device. There were no patient complications and the patient condition was listed as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4): a visual and microscopic examination identified proximal stent damage. The stent struts on rows 1 and 2 were raised distally. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the inflation lumen, indicating that the device was used in vivo. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)